Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 500 mg/dl at the time of the call. Customer stated that he removed the set and found that the cannula was bent. The customer treated with the insulin pump and was able to get his blood glucose level down to 330 mg/dl. The insulin pump was not replaced or returned for analysis.